Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they were having problem with their controller and the problem has been going on for 3 weekends now, starting (B)(6). Patient mentioned that they were trying to increase their stimulation but they got an error message "settings not available. Cannot provide your desired intensity settings.' Patient confirmed that they already knew what that error message meant, and they have been trying to get in touch with their rep but no one was contacting them back. Patient mentioned that they have met with the rep about this issue and the rep adjusted their stimulation last thursday. However, the next day patient tried to increase stimulation but got 'settings not available' message again. Patient texted the rep last friday regarding the same issue but they have not received any response. Patient mentioned that they don't have a doctor that manages their stimulation that is why they needed the rep's help. Patient asked if there was another rep that could help them instead. Agent reviewed role of rep and sent email to the field. Patient reported they had a medtronic neurostimulator/spinal cord stimulator implanted (B)(6) 2024 and almost from the onset, there have been issues with the remote settings (¿settings not available¿), and their rep has continued to be non-responsive. Rep reported they need a new rep. Patient is now entering their 3rd weekend without the ability to adjust the settings of the device and a rep who hasn't responded in a full week. Patient voiced frustration. Patient reported ongoing problem with the remote, and ongoing non-response with the rep. Additional information was received; patient reported there is still no solution to the problem that prompted the call in the first place. Patient stated the issue isn't the device, the remote, or the settings. The problem is getting any kind of response or acknowledgement from my rep to a text message sent, in a reasonable amount of time. Patient reported they made rep aware of the settings problem on (B)(6). Today is (B)(6). Patient stated issue still not resolved. Additional information was received from a manufacturer representative (rep). The rep reported that patient had a higher impedance on contacts that program was using and patient was trying to run at a very high settings. Manufacturer representative (rep) reported they opened the pulse width and used different contacts. This resolved the issue.